Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. C12706). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), dyspareunia ("dyspareunia"), affective disorder ("mood disorders"), hypersensitivity ("hypersensitivity reaction") and mental disorder ("psychological problems"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered affective disorder, dyspareunia, hypersensitivity, mental disorder and pelvic pain to be related to essure administration. Batch no.c12706, production date: 2014-01-13, expiration date: 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Perforation of the uterus [perforation of uterus]. Perforation of other organ [perforation of organ]. Pain [pelvic pain female]. Device migration with associated complications including bladder, bowel and urinary problems [device migration]. Dyspareunia. Mood disorders. Hypersensitivity reaction. Psychological problems [psychological disorder]. Bladder problem [bladder disorder]. Bowel problem [other disorders of intestine]. Urinary problem [urinary tract disorder]. Abnormal bleeding [genital bleeding]. Inability to tolerate the device [device intolerance]. Dyspareunia. Uti. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), perforation ("perforation of other organ") and pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. C12706). Additional non-serious events are detailed below. The patient had a medical history of parity 4, perimenopausal symptoms, emotional disorder, insomnia, penicillin allergy, coital bleeding, depressed mood, drug addiction, breast lump, depressed mood, angioma, pre-menstrual tension syndrome and irritable bowel syndrome. Previously administered products included: yasmin. Concurrent conditions were listed as vaginal irritation, vaginal discharge, asthma, fatigue, headache, loss of libido, brain fog, painful intercourse, constipation, bloating, abdominal pain, irregular periods, diarrhea, constipation, difficulty sleeping, borderline personality disorder, weight loss, shortness of breath, palpitation, suicidal ideation, nausea, dizziness, nausea, anxiety, thrush vaginal, irritable bowel syndrome, dysuria, urinary frequency, suprapubic pain, vaginal inflammation, vaginal discomfort and uti. Concomitant products included zopiclone, citalopram (citalopram hydrobromide), sertraline (sertraline hydrochloride) for depression, promethazine hydrochloride for depression, propranolol (propranolol hydrochloride) for depression and zopiclone. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel and urinary problems"), pelvic pain (seriousness criterion intervention required), a first episode of dyspareunia ("dyspareunia"), affective disorder ("mood disorders"), hypersensitivity ("hypersensitivity reaction"), mental disorder ("psychological problems"), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), urinary tract disorder ("urinary problem"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), a second episode of dyspareunia ("dyspareunia") and urinary tract infection ("uti"). The patient was treated with trimethoprim and antidepressants (unknown) as well as surgery (bilateral salpingectomy and to remove essure).essure was removed on (B)(6) 2023. At the time of the report, the outcomes for uterine perforation, device dislocation, pelvic pain, affective disorder, hypersensitivity, mental disorder, bladder disorder, gastrointestinal disorder, urinary tract disorder, genital haemorrhage, device intolerance, urinary tract infection and the last episode of dyspareunia were unknown. The reporter considered affective disorder, bladder disorder, device dislocation, device intolerance, the first episode of dyspareunia, the second episode of dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder, urinary tract infection and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [colonoscopy] on (B)(6) 2023: grossly normal colon aside from a submucosal lipoma in the proximal ascending colon. Crampy abdominal pain reproducible with scope movements s/o functional element. [Culture urine] on (B)(6) 2023: this urine sample has not been cultured because the urine analysis result indicates a low likelihood of urinary tract infection. This is a final report; on 01-sep-2023: test comments: epithelial cells may suggest contamination. [Human papilloma virus test] on (B)(6) 2021: test positive. Cervical smear - high grade dyskaryosis (severe). [Hysterosalpingogram] on (B)(6) 2015: normal uterine cavity. There was no filling of the fallopian. Tubes and no peritoneal spill. The fallopian tube devices. Appear to be in satisfactory positions. [Microscopy] on (B)(6) 2023: bacterial vaginosis grade. Grade ii - intermediate (lactobacilli & other mixed flora). [Pregnancy test] on (B)(6) 2015: negative. [Smear cervix] on (B)(6) 2022: negative. [Ultrasound breast] on (B)(6) 2016: lumpiness rt breast. Normal tissue, type 2 report: norma. Batch no.c12706, production date: 2014-01-13, expiration date: 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-sep-2024: medical record received. New events uterine perforation, organ perforation, device dislocation, bladder disorder, urinary tract disorder, urinary tract infection, genital bleeding, device intolerance, dyspareunia were added. Medical history, concomitant conditions, lab data updated. New reporters were added. Patient aka name added. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. C12706). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), dyspareunia ("dyspareunia"), affective disorder (" mood disorders"), hypersensitivity ("hypersensitivity reaction") and mental disorder ("psychological problems"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered affective disorder, dyspareunia, hypersensitivity, mental disorder and pelvic pain to be related to essure administration. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.